Manufacturer narrative:
The subject device was returned to (B)(4) but has not been returned to omsc. (B)(4) checked the subject device for evaluation. It was duplicated the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The error, e226 occurs when there is a communication error between the subject device and the video processor. Based on the report of (B)(4), omsc considered there was the possibility this phenomenon was attributed to foreign matter and/or dirt which were temporarily attached to the connector electrical contact part. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the demo team representatives of (B)(4) that during the maintenance at the user facility, the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event.